Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "pre-op diagnosis: mechanical complication of prosthetic joint implant, initial encounter. Mechanical failure of left hip replacement confirmed by doctor intra-op (head-stem junction)...no further information available per hospital."

Manufacturer narrative:
Corrected data: d6a - date of implant. An event regarding revision due to fretting and disassociation involving a accolade stem was reported. The event was not confirmed. Method & results: visual inspection - black particles can be seen on the surface of stem along with blood spots and other marks. Functional, dimensional and material analysis of device could not performed as no device is return for examination. Clinical review: a review of the provided medical records and/or x-rays by a clinical consultant stated that : ¿ rejected for medical review: "event represents a female patient, dob (B)(6) 1947, described as 68 inches tall and weighing 190 pounds. Her date of implantation is listed as (B)(6) 2006 and explantation (B)(6) 2020. The event description states: "... Mechanical failure of left hip replacement ... (Head-stem junction) ...." Unlabelled, undated x-rays: ap pelvis, ap left hip. Lat. Left hip all demonstrate an uncemented left tha, reduced with no evidence of gross pathology. The lateral x-ray is dated (B)(6) 2020 off the film. No clinical or pmh, no operative reports, no examination of explanted components, no dated serial x-rays, no lab or surgical pathology reports. Based upon the 3 x-rays submitted, neither confirmation of the event description nor creation of a medical report is possible for this case. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: an event regarding revision due to fretting and disassociation involving a accolade stem was reported. The exact cause of the event could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining its root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and a CAPA.

Event description:
As reported: "pre-op diagnosis: mechanical complication of prosthetic joint implant, initial encounter. Mechanical failure of left hip replacement confirmed by doctor intra-op (head-stem junction)...no further information available per hospital." Update as per patient: she had a left tha on (B)(6) 2006, a month after surgery, patient started to squeak and was revised on (B)(6) 2007. Around (B)(6) of 2020 patient started to experience pain and noise. Patient follow up with her surgeon and an x-ray was taken. The patient was told she needed to be revised due to corrosion. The patient stated the surgeon had to break her bone in three different sections to remove the implant. Patient is seeking compensation. This pi is for revision1 due to corrosion.